Event description:
It was reported that after a refill the patient had nausea. The patient¿s health care provider (hcp) had been on the phone with technical support for hours ¿trying to figure out how to program the pump at the time of the refill¿. The patient had to be "reprogrammed/ have the programming fixed" by another hcp. It was reported this had happened in 2012. The type of medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).